Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during lead implant, pneumothorax was observed. A chest tube was inserted and the patient condition stabilized.